Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a right total hip procedure, the instrument broke rendering it unusable. Surgeon was able to complete the case without delay or any adverse consequence to patient.

Manufacturer narrative:
An event regarding crack/fracture involving a trident insert impactor was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: the device fractured in overload. Eds was performed on the device and was consistent with 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Conclusions: the investigation concluded that the crack/fracture was caused by overload of the device. The material analysis concluded that the device was fractured in overload. Eds was performed on the device and was consistent with the material 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that during a right total hip procedure, the instrument broke rendering it unusable. Surgeon was able to complete the case without delay or any adverse consequence to patient.